Event description:
The graft was implanted in 1997, for a abdominal aortic aneurysm. The pt also has stainless-steel mesh implanted in the abdomen. Examination in 2001, revealed that the pt has enlarged lymph nodes, believed by the doctor to be reactive and non-cancerous. The doctor has stated that although he does not know the exact cause of the lymph nodes, he is not excluding the possibility they are the result of a latent reaction to one or both of the implanted devices.